Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmias could not be conclusively established through this evaluation. Review of the submitted log files confirmed an acute decrease in flow on 09dec2025 with a low flow alarm. Pump speed was manually lowered. Flow improved after approximately 1 minute and approximately returned to baseline with ramping the pump speed back up. An additional acute decrease in flow was captured on 16dec2025 with a low flow alarm. Pump speed was manually lowered, and events consistent with initiation of a controller exchanged were captured within approximately 3 minutes of low flow onset. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the reviewed log file data. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU)is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including speed, flow, and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a low flow of zero and was asymptomatic. Their pump speed was decreased, and they were given albumin. Log files were submitted which captured the flow estimator dropping abruptly to zero on (B)(6) 2025 at 16:43, and the fixed speed dropped to 3000rpm at the time as well. Flows appeared to recover back to 4lpm as of 17:03 the same day. The cause of the zero flow was not identified. The patient was in the cardiovascular intensive care unit (cvicu) recovering. They were having atrial arrhythmias intermittently with ventricular tachycardia associated with low potassium. The patient was cardioverted and was being weaned off inotropes. It was additionally communicated on (B)(6) 2025 that the patient had another "low flow of 0," and was symptomatic, though the symptoms were not specified. A controller exchange was performed, and the patient regained their flows. Additional log files were submitted which captured low flow events on (B)(6) 2025 and (B)(6) 2025.